Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The fiber was visually inspected, and no damage or any abnormality was found. The tip was in good condition. Analysis with the microscope of the connector found that distorted light was exiting through the connector face, indicating an internal connector fracture. During functional testing, the aiming beam was weak. It is probable that the observed internal connector fracture contributed to the reported clinical observation. Therefore, the reported event was confirmed. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. An internal connector fracture can result in insufficient aiming beam intensity or reduced laser energy output, up to a complete inability of the fiber to fire. Interaction between the console and the fractured connector led to the observed debris shield damage. The device instruction of use states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Hold the fiber tip to a non-reflective surface and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber (see fiber tip renewal during operation for details). If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement.

Event description:
It was reported that, during preparation of a holmium laser enucleation of the prostate, this defective fiber caused the debris shield to break. The fiber and the debris shield were replaced, and the procedure was completed. There were no patient complications. Analysis of the returned fiber identified distorted light was exiting the connector face, indicating an internal connector fracture.